Event description:
It was reported that a user received overnight alerts on an ilet pump, including low insulin and a set expired alert, and later experienced hyperglycemia with a reported peak glucose of 290 mg/dl for approximately eight hours until reconnection to the pump, after which glucose decreased. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding alert significance, dismissal, pump volume settings, and reconnection, with guidance to place the pump on a charger to power on. Investigation of this case revealed an unclear cause of hyperglycemia with potential contribution from low insulin and an expired infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.